Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a power on reset (por) condition upon interrogation with the clinician programmer. The device as not used in case there were issues with it.